Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. As reported by creganna the lot met all pre-release specifications. H.6.: code b20: the device was discarded at the treating facility and was therefore not available for analysis. H.6.: code a150202: used to capture the device placement resulting in the distal leg covering the hypogastric artery h.6.: code d12: according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) H.6.: code d1102: according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention. Do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses, and gore® dryseal flex introducer sheath as an accessory. The ipsilateral leg of trunk ipsilateral leg endoprosthesis was deployed while pushing up to land its distal side on the right common iliac artery. However, angiography after device placement revealed that the distal leg covered the right internal iliac artery. The physician attempted to push the device up using a gore® molding & occlusion balloon catheter, but it was not successful. A blood flow was slightly observed into the right internal iliac artery, and the patient was decided to be monitored. Access angiography showed a localized dissection at the right external iliac artery. As a treatment, a stent was implanted, and the procedure was completed. The timing of dissection formation was reportedly unknown. The physician reported that the ipsilateral leg could not be pushed up enough during deployment. Bifurcation of the iliac artery was also difficult to confirm.

Manufacturer narrative:
H.6.: investigation conclusions code d1102 updated to d15.